Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that after looking at the patients chart they did not have any record of anyone meeting with the patient prior to the ins replacement on (B)(6) 2024. They clarified that the reason for the patient's ins being dead was due to it reaching end of service (eos) they stated that the reason the ins was replaced was that as the ins was previously implanted in 2016, it was replaced due to eos. They stated that the hospital had discarded the ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported a doctor message displayed on the patient's recharger and the issue began within the last 2 months or a little less. Caller didn't recall details of the doctor message. Caller stated they went to the hcp's office a little less than a month ago and the representative stated the battery needed to be replaced. Caller noted the representative was supposed to get back to them to set up an appointment but no one seemed to know what was going on. The patient was redirected to their healthcare provider to further address the issue. On 2024-sep-23 additional information was received from the patient. The patient reported that the cause of the doctor message that was seen was due to the ins being dead. The pt noted no steps have been taken yet and the issue was not resolved. The pt stated there are plans to change the stimulator. No further information was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.